Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during robotic pulmonary resection, on transection of parenchyma, the reload fired halfway and stopped then would not fire the rest of the way. It also had poor staple formation and incomplete staple line distally. The staple ling was fixed by firing another staple reload. There was no patient injury.